Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01519. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision surgery due to erosion in (B)(6) 2010. Resection of eroded vaginal mesh was performed on (B)(6) 2010. On (B)(6) 2010 another surgery was performed ¿to fix the problems¿. The patient underwent laser treatment of the retained mesh in (B)(6) 2010 and (B)(6) 2011 due to chronic cystitis, dysuria, pelvic pain and stress urinary incontinence. The patient had removal of bladder stone and excision of eroded mesh on (B)(6) 2011. Post implantation the patient experienced chronic cystitis, urinary retention, severe staph infection that required hospitalization w/ IV antibiotics, voiding dysfunction and exposed mesh in bladder, and severe pain with intercourse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a vaginal hysterectomy and a gynecological procedure to treat a rectocele, cystocele, stress urinary incontinence, and fibroids on (B)(6) 2010 and mesh was used. It was reported that she experienced pain, vaginal bladder erosion and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.